Manufacturer narrative:
(B)(4).

Event description:
Size - 1.5x50cm. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.